Manufacturer narrative:
The device history record for the lot number, aa4272n39, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. One sample device was returned. The tubing was severed flush from the base of the molded head on the device. The bond on the tubing to the molded head was intact. The point of separation appeared relatively smooth, with one area noted as more jagged. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.

Manufacturer narrative:
(B)(4).halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.

Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
A report was received from the (B)(6) stating the transgastric enteral feeding tube broke. The device was placed on (B)(6) 2015 and on (B)(6) 2015 the end portion of the tube snapped off, which included the y-port including balloon port, jejunal and gastric port. Additional information received 08/04/2015 stated the family of the patient are extremely competent with the management of the device. This particular patient has had a mic transgastric jejunal enteral feeding tube for over 4-years, usually requiring infrequent replacements. The patients mother is the primary caregiver. No additional information was provided in regards to the patient's status.